Event description:
New IV placed and labs drawn with IV start. When the syringe was removed from the maxzero there was a drop of blood at the end of the connection that had to be wiped off prior to re-accessing. A few minutes after leaving the room the family called out and told me that the maxzero had come disconnected. There was blood that had dripped onto the floor. Manufacturer response for set, administration, intravascular, maxzero (per site reporter). Suggested additional staff education. Bd has sent reps multiple times for education. Issues continue.